Manufacturer narrative:
D4 and h4 the material#, lot#, expiration date, and manufacture date are unknown. E1 - no reporter/facility information was provided on the medwatch besides, "united states." No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed, nor cause determined. Without device information, a device history review could not be performed. If further information is received, then a supplemental MDR will be submitted.

Event description:
A medwatch report was received regarding a tego connector that experienced breakage during use. The report stated that "a registered nurse (rn) contacted (B)(6) technical care via email to report that the tego connector caps were applied on (B)(6) 2025 by ht register nurse. Patient in hemodialysis training. After terminating second treatment with tego connector cap the cap on the venous line was damaged. Ht register nurse replaced the tego cap. The patient's wife was unable to see that the clear part at the end of the tego cap had damage." There was patient involvement, but no clarification on patient impact.